Event description:
It was reported that two attempted left ventricular (lv) leads dislodged while slitting the delivery catheter and had exhibited no capture in multiple locations. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.